Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. There have been no other complaints reported with this lot number. (B)(4).

Event description:
A consumer reported that following an intraocular implant (iol) procedure, she was experiencing blurry vision. She was seen in the emergency room by an ophthalmologist who told her the lens had fell to the back of the eye. He also told her the lens had disappeared. The reporter did not provide any contact info; therefore, follow up was not able to be conducted.